Manufacturer narrative:
Additional narrative: patient's medical records were received. Records indicate the patient was revised to address increasing pain in their knee. Upon revision the patient's patella was found to have slight wear. Unknown depuy endurance cement is being reported at this time for the femoral loosening. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis. Femoral loosening was also reported, however it occurred at the bone/cement interface with the cement manufacturer being unknown.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the patella as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were received. A review of the medical records finds product contribution to be unlikely. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Revision due to loss of bone from a response to foreign material in the body. Revision due to loosening. The implant would not have contributed to the loosening as it occurred at the cement/bone interface. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.